Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; c154dwk implantable cardioverter defibrillator (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead required high outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.